Manufacturer narrative:
Investigation is not complete. User facility would not provide their report, but did give us their FDA/medsun report number. Event device code is addressed in package insert. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same report as 1043534-2009-00247, 00248.

Event description:
Allegedly revised, due to broken modular neck.